Event description:
Reportedly, the ventricular lead could not be inserted all the way into the ventricular port of eno dr (B)(6). It was also confirmed that the atrial lead could not be inserted all the way into the same ventricular port. Since the ventricular lead could be inserted all the way into the reply dr without any problems, the physician determined that this eno dr was defective and replaced it with a new eno dr (B)(6). The ventricular lead was an old lead that had been implanted in 1993, and the physician thought that aging of the material might have made the insulation too thick to insert it. However, as a result, the physician believes that the hole for the insertion site of the pacemaker is definitely narrow.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the ventricular lead could not be inserted all the way into the ventricular port of eno dr (sn (B)(4)). It was also confirmed that the atrial lead could not be inserted all the way into the same ventricular port. Since the ventricular lead could be inserted all the way into the reply dr without any problems, the physician determined that this eno dr was defective and replaced it with a new eno dr (sn (B)(4)). The ventricular lead was an old lead that had been implanted in 1993, and the physician thought that aging of the material might have made the insulation too thick to insert it. However, as a result, the physician believes that the hole for the insertion site of the pacemaker is definitely narrow.